Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was not returned and therefore could not be tested for the reported overheating. The associated handpiece and attachment were both received and confirmed to have heat symptoms. Therefore, this device will be deemed concomitant. Product lost or not available.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.